Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the defib conductor was distorted and blood was noted in the helix mechanism.

Event description:
It was during this implant procedure that the helix on the 6935 lead would not deploy or retract properly. The lead was not implanted. No patient complications have been reported as a result of this event.